Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express escape and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 250 mg/dl. The customer is manually injecting short acting. The customer was advised that insulin pump would be replaced.